Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address broken stem.

Manufacturer narrative:
Visual examination of the returned device confirms the material fracture as reported. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. An evaluation was performed by a depuy materials research scientist. No material defects were observed in the solution femoral hip stem that could have contributed to the fatigue fracture initiation and propagation to failure. Patient x-rays were requested for examination, but none have been provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records and radiographs reviewed on (B)(4) 2014. Revision operative report dated (B)(4) 2011 stated the short proximal portion of the stem, which had fractured was grossly loose. The distal portion of the stem was fixed. The acetabular cup was inspected and noted to be well-fixed. The liner and locking ring were exchanged. Review of the radiographs dated (B)(6) 2009 show well positioned implants with bone loss in the proximal femur. Radiographs dated (B)(6) 2011 show a fractured femoral stem ~ 1/3 from the top ¿ just below the level of the lesser trochanter. Subsequent radiographs show revised hip. No primary operative records or patient followup records were available for review. It is not known if the patient suffered any traumatic event prior to breakage of the stem. The patient is obese with a bmi of 34.2. It is stated in the warnings and precautions that excessive patient weight can adversely affect hip replacement implants, which likely contributed to stem breakage in this patient since the distal portion of the stem was fixed and the proximal portion was not. With the limited amount of information provided, it cannot be determined if the complaint is product related.

Manufacturer narrative:
The doi is actually unknown. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.